Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. Preparation was performed as usual, a large amount of white dirt got attached at the catheter handle part when it was pulled out from the package. It was wiped with a wet gauze, but it did not come off. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of.